Event description:
Non-vented dispensing pin is missing the valve that is normally present (blue usually visible just about blue cap in fluid path. Able to add air but unable to remove product from bag.